Event description:
It was reported to boston scientific corporation that during unpacking of the escape basket, the complainant noticed a hole or a tear on the outer packaging of the device. There were no patient nor procedure involved.

Event description:
It was reported to boston scientific corporation that during unpacking of the escape basket, the complainant noticed a hole or a tear on the outer packaging of the device. There were no patient nor procedure involved.

Manufacturer narrative:
A visual analysis of the returned escape basket was performed. The basket was received in an original package, with all labeling present. Following a detailed device analysis, it was known that the device packaging had a hole/tear. The device packaging/pouch was received and the hole was evident in the tyvek side of the pouch. The hole is present in an area which is approximately 100 mm from the top of the packaging, and approximately 32 mm from the side of the package. The hole measures approximately 20 mm in length. Therefore, the most probable root cause for the hole/tear in the device packaging is ¿handling damage¿. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.